Event description:
A false positive advia centaur cp troponin ultra result was obtained on a pt sample and was reported verbally to the nurse. Due to the initial positive pt result and the laboratory's protocol, the customer repeated testing in duplicate. The results were negative. The customer also tested the pt sample on their advia centaur xp and the results were negative. The negative results were then reported. It is not known if pt treatment was changed or delayed. There was no report of adverse health consequences due to false positive troponin ultra result.

Manufacturer narrative:
The cause for the false positive advia centaur cp troponin ultra result is unk. No further evaluation of the device is required. The customer declined service - no further action taken.